Manufacturer narrative:
Device evaluation: the product was discarded by the customer, therefore, it was not returned for investigation. The complaint was not confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the surgeon removed an intraocular lens (iol) during the same procedure and did not replace it with another iol. The surgeon indicated that the iol was erroneously uploaded/handled by himself. Another iol will be implanted in a second surgery. The patient was left aphakic. No additional information was provided to abbott medical optics.